Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient received a "replace generator" message. It is unknown if this is a premature message. The patient plans to undergo surgery to replace the ipg.